Event description:
Ultrasound directed thoracentesis was performed. Split in thoracentesis catheter caused air leak, but was able to obtain 300 ml of fluid. A 30% pneumothorax was noted. The procedure was repeated and the air was removed. The second ultrasound directed thoracentesis obtained 400 ml of fluid and pneumothorax resolved to 5%. Much improvement in patient condition following thoracentesis. The patient was discharged the next morning.